Event description:
It was reported that during the implant procedure the spacer broke. There was potential soft tissue obstruction, and there was little resistance. The physician was turning the driver, he lost resistance and the top of the device was noted to be broken. The device was not returned for analysis as it was discarded by the facility.